Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm during priming. Caller reported changing the reservoir but the no delivery alarm persisted. During troubleshooting, the caller received another no delivery alarm, then changed the reservoir again. After the second reservoir change, insulin exited the tubing with no alarm. Blood glucose level at the time of the incident was 200 mg/dl. The caller was advised that the reservoir would be replaced but did not return the product for analysis.